Event description:
It was reported that a flo-gard infusion pump had a broken door. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and a review of the alarm log were performed. During visual inspection the door was found to be broken. The cause of the condition was not determined. To correct this condition, the device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.